Event description:
It was reported that product performance data was reviewed and classified as noise, t-wave oversensing, inappropriate detection, and inappropriate treatment. The right ventricular lead and device remain in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965, implantable tachy lead, (B)(6) 2006; 4194, implantable pacing lead, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2006. (B)(4).